Event description:
Allegations of unspecified health problems including chronic and severe chest pain, disfigurement, skin rashes, chronic fatigue, arthralgias, raynaud's phenomenon, and bilateral rupture.